Event description:
Surgeon stated that the screw went through the plate during screw insertion. The surgeon then removed the screw and implant, and used a new plate and screw from the set.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon stated that the screw went through the plate during screw insertion. The surgeon then removed the screw and implant, and used a new plate and screw from the set.